Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was downloaded to carelink properly. Also, programmed with test glucose meter. The insulin pump communicated properly and recorded the 173mg/dl value properly from glucose meter. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained scratches to the liquid crystal display screen. She stated that the blood glucose reading did not transfer to the insulin pump at times as well. The customer's blood glucose was over 350 mg/dl, which was treated with the insulin pump and manual injection. She stated that the screen was difficult to read. She complained of excessive urination and thirst and had already contacted her doctor regarding the unexplained high blood glucose. She was advised that a tubing clamp would be sent in order for her to run the high pressure test on the insulin pump. She was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. She also mentioned an infusion set that had issues with the tape not sticking. She was advised to call back when the tubing clamp was received to complete troubleshooting.